Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer claims she was using a heating pad by wrapping it around her arm. After 45 minutes of use, she alleges that the heating pad burned her arm and damaged her bedding.